Event description:
Literature case report: manafi a, barikbin b, manafi a, hamedi zs, ahmadi moghadam s. Nasal alar necrosis following hyaluronic acid injection into nasolabial folds: a case report. World j plast surg 2015; 4(1) :74-78. A (B)(6) woman underwent injection of ha fillers into nasolabial folds for wrinkle correction of this region by an anaesthesiologist. A few minutes after injection of ha, she noticed pain and reddish discoloration in the right side of the nose. By the third day from the onset, blisters appeared at the right nasal ala. Then a black area in the right nasal ala appeared which represent skin necrosis in this area, the necrotic areas well demarcated. With passing time and wound care the grossly necrosed part sloughed and the bed was tidy and inflamed. She had developed localized and then widespread mid facial swelling and infection, resulted into hospitalization of her due to a cavernous sinous thrombosis. After 5 days, she was discharged with improvement of her signs and symptoms. When our plastic surgeon visited the patient the right nasal alar area has had skin tissue shortage and it was inflamed. She was advised to tolerate it up to improvement of the inflammation and wound maturation. After one year and subsidence of skin inflammation and irritation, a composite graft taken from the helical root of her right auricule was grafted to the residual skin defect. In this case, despite the avoidance of direct filler injection into nasal ala, the right alar skin and cartilage became necrotic. In our case report, an anesthesiologist performed the injection procedure and the patient visited our dermatologist one month later due to the infection, necrosis and cosmetic complications. In the examination of the right nasal alar region, a permanent disfiguring asymmetry of the affected tissue was noticed while any initial management with hyaluronidase could not be performed. Wound care was continued and plastic surgical consultation was undertaken 6 months after injection. At her visit, the risks and benefits of all methods of reconstructions were explained to her, and she was recommended to wait for wound maturation prior to reconstruction. After one year, reconstruction surgery was undertaken. In summary, we report a case of right nasal alar necrosis due to ha injection into nasolabial folds that resulted into scar and assymetric figure of the nose. She was successfully managed with composite graft of the auricular area.